Manufacturer narrative:
Examination of the returned device confirms the reported event of missing balseals. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6) 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Balseals were damaged during the case, the doctor inadvertently got between the shim and the trial insert with the removal tool. On (B)(6) 2016 upon evaluation of the returned device, both balseals are missing.